Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was contaminated. No documented notes of user error were noted. The lead was not implanted.